Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given medication for indigestion and was put on a intravenous (IV) in the ambulance. The patient was vomiting before going to the hospital. The pod was worn longer than 48 hours on the abdomen. The pod was removed and discarded. The patient was discharged shortly after arriving.